Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text.

Event description:
It was reported that the pen ndl 32g 4mm hp experienced the inner shield/outer cover/cap would not attach/detach. The following information was provided by the initial reporter: material no: 320550 batch no: 0091910 consumer reported that the needle covers are difficult to handle, stated that she has difficulty removing the shields and placing them back on the needle for disposal. Date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen ndl 32g 4mm hp experienced the inner shield/outer cover/cap would not attach/detach. The following information was provided by the initial reporter: material no: 320550, batch no: 0091910. Consumer reported that the needle covers are difficult to handle, stated that she has difficulty removing the shields and placing them back on the needle for disposal. Date of event: unknown.